Event description:
It was reported in 7/2005 by the customer that during a wisdom tooth extraction the surgeon set the drill down to use a manual instrument. At this time patient moved and received a 2nd degree burn on the right forearm. The burn was treated with an ice pack.